Event description:
The manufacturer received information from the hospital me alleging they wanted a review of the latest one-month usage data for the home-based patient as they were hospitalized. The report of the hospitalization was not an issue with the device, but health issues caused by the patient's own condition. The sales representative arrived at the hospital and downloaded the data and found an unusual alarm display in part of the data. They found circuit disconnected had occurred followed by a low inspiratory pressure. Subsequently, the circuit disconnected was resolved, and parameters such as airway pressure, ventilation volume, leak, and respiratory rate returned to normal values. However, despite the normal values, only the low inspiratory pressure continued to be recorded on the device. While the findings were irrelevant to the patient's hospitalization. The device was replaced with another devic4.there was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation.